Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was being explanted for unrelated reason. During explant, the lead tip broke apart and remained in the patient body. The lead ring remained in the subcutaneous tissue of the patient shoulder. The rest of the lead was explanted. The patient was in stable condition.